Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a high glucose alert and the user experienced hyperglycemia after a recent full supply change; tubing and cartridge were inspected with no leaks or kinks identified, fill-tubing produced drops at the pitchfork, and insulin delivery was resumed after reconnection. Symptoms included elevated blood glucose confirmed by fingerstick at 368 mg/dl without reported acute sequelae. Outcomes included ongoing automated correction doses by the ilet and user self-monitoring without medical intervention or hospitalization. Investigation included guided troubleshooting of the infusion set and tubing, confirmation of insulin flow through the set, and review of device data showing correction boluses. Investigation of this case revealed no device or component malfunction identified and a likely contribution from an unannounced meal, with the algorithm delivering correction doses as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors and normal device function.